Manufacturer narrative:
(B)(4)

Event description:
It was reported the system was explanted due to being non-functional.

Event description:
It was reported that the patient had the device for 12 years and it no longer functioned. For the past few years the patient had lower back pain that went down to their right leg and toes that tingled. It was noted that the patient was not planning on having the batteries replaced. The patient did not have any trauma or falls that may have caused it. It was reported that the patient wanted to know if their symptoms could be associated with their device. The patient planned to change health care provider¿s (hcp¿s) because their previous follow-up hcp was not up to day on everything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0214050v, implanted: (B)(6) 2002, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3886, lot# j0214050v, implanted: (B)(6) 2002, product type: lead. (B)(4).